Event description:
New information received indicates that the right atrial (ra) lead exhibited a high capture threshold and auto-capture was enabled.

Event description:
It was reported that the patient presented for a follow-up in the clinic and also remotely via merlin.net. It was noted that the patient¿s right atrial (ra) lead exhibited noise and low pacing impedance. The ra lead was capped and replaced due to an insulation breach on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.